Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). One year and half years after implantation of a neuro-patch, t2- hyperintense signal withdrawal within the meaning of myelopathy on the operated level (directly behind the patch) was observed. This myelopathy spread and then became stationary. The patient had mild symptoms and was repeatedly subjected to shock cortisone therapy. The doctor is aware that the use of neuro-patch in the field of spinal dura is rare. The doctor suggested either a inflammatory foreign body reaction to the spinal cord on the patch or mechanically induced chronic inflammation of the spinal cord in growth of the spinal cord at the neuro-patch.

Manufacturer narrative:
(B)(4). Item 1064061 / neuro-patch 1.5x3cm batch number 212106 manufacturing date 03/26/2012 was reported; product was not available for evaluation. The device quality and manufacturing history records were reviewed for the available lot number. The device history file was found to be according to specification valid at the time of production. No similar incidents have been reported with products from this batch. A literature investigation was carried out, and there were no significant results noted. Based on the information available as well as a result of the investigation, a material and/or production error is excluded. No corrective/preventive action is required.